Manufacturer narrative:
Acumed communicated with the patient, who supplied the date of surgery, the surgeon and location of the surgery. The scope of the recall that was in question by the patient for their reported pain, migraines and seizures, did not include any parts utilized during the patient's surgery. The scope was for manufactured dates years after the surgery took place. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported in an email from the patient, "I had surgery using your parts, recall z-2107-2023. My skull platelets have been moving around in pieces for years and if I had known to let my doctor know I could have gotten them replaced. I thought that it was normal for them to not stick together. I've made an appointment with the surgeon to get them replaced and I'm looking into what I can do to get compensated for the pain, migraines and seizures that I've been having due to this."